Manufacturer narrative:
Six used and two new jelco® saf-t wing® blood collection and infusion sets were received for investigation. The device history was reviewed and no discrepancies or anomalies were found. A visual inspection was performed and no discrepancies were found with any of the samples. Functional testing was performed and there were difficulties in activating the safety mechanism of two of the six devices. The other devices did not present difficulties. A review of the manufacturing process for a similar device was performed and no discrepancies were found. The complaint was confirmed. The most probable root cause was determined to be: defective component was received from the supplier. Defective safety mechanism was not detected on receiving inspection due to the fact that no inspection and testing was performed since the component is on "certified" status. 3. The defective safety mechanism was not detected through manufacturing process inspection due to the fact that no testing is in place on the manufacturing process for activating the safety mechanism.

Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the needle of a jelco® saf-t wing® blood collection and infusion set was difficult to retract into the "housing". No injury was reported.